Manufacturer narrative:
Concomitant medical products: acumatch cluster cup porous coated 52mm (cat# 120-01-52/ serial# (B)(4)). Acumatch gxl 15deg liner 32mm sz g (cat# 132-32-27 / serial# (B)(4)). The evaluation noted that revision reported was likely the result of a deterioration of the bond between the acetabular cup and the bone after being implanted for approximately 15 years, which resulted in aseptic (non-infected) acetabular cup loosening. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of "loosening - acetabular" is weakened integration of the acetabular component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Event description:
As reported, a revision of only the left femoral head was completed due to loosening for this (B)(6) female patient. The cup was loose. The surgeon implanted femoral head, 28mm +10. All components on acetabular side were revised to a competitor. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation as hospital threw away.